Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. Mother, (B)(6), is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 55 mg/dl. The customer's expected fasting blood glucose test result range is 75 to 300mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 09/17/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer's mother stated that the customer is 5 years old and a recently diagnosed type 1 diabetic. The customer is currently on insulin. The customer's mother stated that at no point when the customer received low blood readings did the customer experience symptoms.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. Mother, (B)(6), is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 55 mg/dl. The customer's expected fasting blood glucose test result range is 75 to 300mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 09/17/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer's mother stated that the customer is 5 years old and a recently diagnosed type 1 diabetic. The customer is currently on insulin. The customer's mother stated that at no point when the customer received low blood readings did the customer experience symptoms.